Event description:
It was reported that the pt was doing well with the device until an accident occurred, which was reportedly away from the head. Three months after the accident, the parents complained that the child is not hearing. Re-implantation is considered.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.